Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed open wounds under the lifevest equipment. Patient described the area as two cuts on right side of breast area and one on the left, caused by rubbing, confirmed cuts are oozing. There was no alleged device malfunction contributing to the irritation. It's unclear if the nurse who spoke with support services, applied any creams or ointments to the skin irritation, reporting out of abundance of caution. Patient reported that the irritation is getting better.